Event description:
My 4-year-old wears a dexcom g6. On the morning of day 10 of wearing a sensor, it showed that his blood sugar was 82. He was not lying on the sensor or compressing it in any way. Upon awakening, he reported stomach pain and felt like he was going to vomit. I performed a finger stick blood sugar check with a glucometer. It showed 284. I did another check and it showed 277. I had him wash his hands and used a different meter to verify and that meter read 281. Ketones were checked and he was at 0.7. I immediately administered insulin and within 2.5 hours, my child felt better at a blood sugar of 112 and ketones were down to 0.1. This dexcom sensor had been accurate the night before when we had confirmed with a finger stick.